Event description:
It was reported that the patient was experiencing pain or discomfort at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4), batch: (B)(4).